Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 51 year-old patient was implanted in 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 patient presented with left breast swelling and blood draining from lumpectomy scar presenting as an eroding wound. On (B)(6) 2025 patient underwent a surgical procedure for removal of entire open wound together with the biozorb marker due to the eroding wound from the underlying implant (open wound extended deeply into the breast tissue). No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.